Manufacturer narrative:
Product analysis (B)(4) product ID# 3550-32, lot no: unknown: original documentation in the analysis identified potential for grind issues on the undercut side with partial or no evidence of the grinding process. The additional analysis confirmed that there was evidence of the grinding process from the undercut side of the spoon and lab functional testing showed that using a shallow needle-insertion angle (45° or less) when inserting or withdrawing the lead into or out of the needle no friction or catching was noted. See h10: previously system reported in report number 2649622-2019-23323. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Previously system reported in report number: 2649622-2019-23323.